Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed that the knife was not sufficiently sharp. The coring knife, serial number (B)(6), was returned loose in a bag without the coring knife handle and protective caps. The coring knife was in used condition as residue consistent with blood was present on the internal and external body as well as the blade edge. Initial visual inspection of the blade revealed areas of deformation along the cutting edge. Microscopic inspection of the coring knife was performed and revealed that the blade edge had multiple imperfections. These imperfections consisted of burrs and rolled edges which appeared to have the potential to contribute to a cutting issue. A cut test was performed with the returned coring knife and a silicone mat. The knife was able to cut into the silicone mat; however, the knife required a large amount of force and produced shallow and uneven cuts. It should be noted that a control coring knife was used for comparison and was able to cut through the same silicone mat without issue. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by manufacturing analysis task. The heartmate 3 lvas IFU, is currently available. This IFU lists the apical coring knife as an optional component for device implantation. This IFU provides information on preparing and handling the coring knife. This document also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The device is included in the apical coring knife unable to cut advisory issued by abbott on 23aug2023. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during the pump implant surgery, the coring knife did not cut at all. The surgeon used metzenbaum scissors to cut through the muscle tissue instead.